Event description:
It was reported that a revision surgery was required due to mechanical failure and loosening of the stem.

Manufacturer narrative:
The associated complaint device was not returned. Details regarding the patient¿s weight-bearing status, bone quality and fall/trauma history were not provided. Although evidence of metallosis was reported during the revision surgery, no supporting clinical documentation has been provided for review. A medical evaluation of the reported complaint concluded that based on the limited medical information provided, and without the complaint device, the root cause of the reported component loosening and pain cannot be determined. However, the reported articulation between the femoral neck and the liner reported in the intraoperative findings could have been a contributing factor to or a result of the loosening which caused the pain. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.